Event description:
This pacemaker device was found to be depleting faster than expected within recent months. Technical services (ts) performed a device analysis confirming the pbd and recommended battery replacement within 60 days. Evidence suggests that this device remains implanted and in service. No adverse patient effects reported.

Event description:
This pacemaker device was found to be depleting faster than expected within recent months. Technical services (ts) performed a device analysis confirming the pbd and recommended battery replacement within 60 days. Evidence suggests that this device remains implanted and in service. No adverse patient effects reported. Additional information: this device was explanted, replaced and returned for analysis. The report has been updated with product investigation results.

Manufacturer narrative:
Patient code 3191 captures the reportable code of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.